Event description:
Device #2 malfunction: posterior cuff miss times. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily scarred common femoral artery after an interventional stenting procedure. Reportedly, when the physician pulled the needle plunger out, no suture was connected to the posterior cuff. The closure device was removed and two add'l proglides were attempted, but posterior cuff misses occurred. An angioseal was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report. Device# 1 proglide, part# 12673-03, lot# 61137-6h is being filed under medwatch MFR report number 2953144-2008-00878. Device #3 proglide, part# 12673-03, lot# 61137-6h is being filed under a separate MFR report number.